Event description:
It was reported that the device was used during a supracervical hysterectomy. The device blade tip broke off. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 04/30/2008. Info anticipated, but unavailable at this time.